Event description:
It was reported that the patient's pre-operative complaints did not improve with the implantation of an artificial cervical disc. At an unknown time post-op, the artificial disc was removed and the patient was converted ot acdf with an anterior plate. There was no report of device malfunction or device-related adverse event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Per the reporter, there was no malfunction of the device, nor was there any reported device-related adverse event. Therefore, we are unable to determine the definitive cause of the reported event. Nevertheless, we are submitting this medwatch for notification purposes.